Manufacturer narrative:
The customer reported an unexpected high inratio inr result during testing; however, a comparative result was not provided. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. A technique issue was identified in the complaint which may have contributed to the unexpected result observed by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
Caller reported an unexpected high inratio inr result. On (B)(6) 2016: inratio inr=5.0. Reported therapeutic range: 2.5-3.5. It was reported that the finger was being milked after the finger stick in order to obtain sufficient sample. Coumadin dose change: patient was taking an additional 1mg on the saturday and sunday prior to call. One historical inr result was provided: on (B)(6) 2016: inratio inr=2.0.